Event description:
It was reported that during screw insertion, a pyrenees self tapping screw fractured at c7. The shaft of the screw was left in the patient. The procedure was completed successfully with a five minute surgical delay. There were no adverse consequences to the patient.

Manufacturer narrative:
The returned component was visually inspected, and it was observed that the proximal head of the screw fractured from the shaft. Complaint history was reviewed for the corresponding lot and catalog number, and no adverse trends were identified. It was communicated from the field that the screw was locked successfully into the plate. It is possible that proximal head of the screw fractured due to insufficient bone prep, insertion into hard bone, difficult angulation during insertion, etc. However, from the available information, the cause of the event could not be established conclusively.

Event description:
It was reported that during screw insertion, a pyrenees self tapping screw fractured at c7. The shaft of the screw was left in the patient. The procedure was completed successfully with a five minute surgical delay. There were no adverse consequences to the patient.